Manufacturer narrative:
H10 customer confirms that hospital biomed was able to resolve the issue and the device returned to service after passing performance specification testing. Additional information was requested but not provided by the customer. The corrective action is not known; the customer did not specify. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips, remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that touchscreen is not working. The system was not in clinical use; there was no reported harm to patient/user. Customer confirms that hospital biomed was able to resolve the issue.